Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast saline implant. During visual evaluation of the device it was observed to be ruptured in anterior view. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Causes of this kind of failure could include but are not limited to the following events: damage from surgical instruments, excessive stresses or manipulations as may occur during daily routines. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 275cc mentor smooth round moderate profile saline breast implant catalog: 3501640 lot: 5644826 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 275cc mentor smooth round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2019.